Event description:
It was reported through a research article that patient underwent a revision surgery to remove the richards regular fixation staple due to pain.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Our clinical/medical team noted the information obtained from a literature review journal article indicates that a patient underwent a revision surgery to remove a richards regular fixation staple due to pain. As there is neither any identifying patient information, nor supporting relevant patient clinical documentation provided, the patient's current status is unknown. A clinical assessment is unable to be performed at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.